Manufacturer narrative:
Per customer, qc prior to the event was within lab-established ranges. Qc after the event was low. The customer did not report the event to bec until over a week after the event occurred. The customer stated that recalibration resolved the issue and that instrument performance has been satisfactory since then. No service request was generated. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na), and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The results were reported out of the lab. The samples were repeated on a different instrument and reports were amended. Treatment was not initiated or withheld based upon the false results reported.